Event description:
The original surgery was conducted on (B)(6) 2010. The patient was revised due to pain and discomfort with s-rom mom on (B)(6) 2014. Visually, the pseudotumor was suspected around the joint and found the joint fluid color became white turbidity. And black corrosion was noted in the connected area of taper. Thus the surgeon had removed those soft tissues, and replaced implants as below. The metal insert was replaced by the marathon liner, the stem was replaced and the metal head was replaced by the ceramic head. Initially, the surgeon had suspected infection as well. However the during surgery¿s examination result is inactive. There are no surgical delay information was provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The original surgery was conducted on (B)(6) 2010. The patient was revised due to pain and discomfort with s-rom mom on (B)(6) 2014. The devices associated with this report were not returned. A previous review of the device history records for the 3063384 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Photographs were provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Visual examination of the returned devices finds no abnormal wear. Triobiological matter is noted on both male and female tapers. A previous review of the device history records for the 3063384 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Photographs were provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Leeds addendum added 18-march-15. Conclusion and justification status: following investigation by bioengineering, it was reported that: based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as necessary.